Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, the edge of the catheter was slightly rough, there were two v-shaped cuts within the catheter tubing indicative of needle spear through, and a piece of catheter tubing was displaced at the tip of the catheter. It is uncertain whether the defect of needle through catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device. The ¿extra part¿ described by the customer was determined to be a piece of catheter tubing that remained on the tip of the catheter most likely resulting from the needle spear through. The corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Complaint: foreign matter. Event description: it was reported that the catheter has an extra part on the needle. Lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: a total of (B)(4) units were manufactured and packaged on (B)(4) on 10 november 2017 thru 15 november 2017. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed all inspections performed throughout the process for foreign-non foreign and particulate loose or embedded passed and no reject activity was found. Visual analysis: observations and testing: received one 20ga insyte autoguard bd unit consisting of a fully retracted needle-barrel assembly, a catheter-adapter assembly and a needle cover inside an open package. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic examination: observed there was a piece of catheter tubing at the tip of the catheter. The edge of the catheter was slightly rough. Observed cuts in 2 different locations near the catheter tip. The cuts had ¿v¿ shape characteristic which is evidence of a spear thru resulting from the wall being pierced by the needle. Investigation samples(s) meet manufacturing specifications: no. The unit revealed damage on the catheter wall and tip. Conclusions: the foreign matter reported on the event description was not confirmed, the ¿extra part¿ described by the customer was a piece of catheter tubing that remained on the tip of the catheter. Did the evaluation confirm the customer¿s experience with the bd product? Yes. The unit revealed a cut on the catheter tubing. Were we able to reproduce the customer's experience with the bd product? No. It was unable to reproduce the customer¿s experience in the laboratory environment. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause. Relationship of device to the reported incident: indeterminate. Comment: it is uncertain whether the defect of needle thru catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device. The ¿extra part¿ described by the customer was a piece of catheter tubing that remained on the tip of the catheter most likely resulting from the damage observed on the unit received. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had an extra part on the needle. Found before use. No serious injury or medical intervention noted.